Manufacturer narrative:
Neither the instrument nor its display board were provided for investigation. Review of the syringe module s/n (B)(4) service history record showed the device had a manufacture date of 10/24/2017. A review of the device history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated this device has not been returned to service. The display board for this instrument was not received. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the devices were missing led segments. There were no adverse effects caused to any patient's from the events.